Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code -respiratory insufficiency.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm was reading 90 mg/dl and the patient felt weak and wobbly. He tried to self-treat his symptoms but passed out in a hospital cafeteria. He was treated by emergency response staff and the bg was 27 mg/dl and the sensor was removed. He was intubated and given IV glucose. He was discharged the following evening. He was doing fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.